Manufacturer narrative:
After further review of additional information received the following age or date of birth, sex, adverse event or product problem, outcomes attributed to adverse event, date of event, event, other relevant history, PMA/510k, type of reportable event and if follow-up, what type. Event: the following additional information received per the medical records indicate that the patient underwent placement of the inferior vena cava (ivc) filter due being status post spinal fusion surgery with history of pulmonary embolism. During filter implantation via the right common femoral vein, the filter was deployed fully and symmetrically in the proximal infrarenal ivc. Follow up inferior venacavography was completed documenting satisfactory position of the ivc filter. The patient tolerated the procedure well. There were no problems or complications. According to the information received in the patient profile from (ppf), approximately on or about thirteen years and eight months post implantation of the ivc filter the patient became aware of the alleged events and reports to have perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc. The patient states to have had a CT scan and discovered the failures listed above. Additionally, the patient reports to suffer from abdominal pain and swelling, constant pain and swelling in feet, right calf that swells every day and having to wear compression socks. The patient also states to not being able to walk long distances without feeling pain and the right leg swelling, as well as anxiety and mental anguish from concerns the filter will move further and cause other injuries. As reported, the patient underwent placement of trapease inferior vena cava (ivc) filter. Per the medical records, the patient was status post spinal fusion surgery with history of pulmonary embolism. The filter was deployed fully and symmetrically in the proximal infrarenal ivc. Follow up imaging showed satisfactory position of the ivc filter. There were no problems or complications. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to tilt of the ivc filter, thrombosis, and perforation of filter struts. Per the patient profile from (ppf), the patient reports perforation of filter strut(s) outside the ivc, tilt, blood clots, clotting, and/or occlusion of the ivc as revealed by a CT scan. Additionally, the patient reports abdominal pain and swelling, constant pain and swelling in feet, the right calf that swells every day and having to wear compression socks. The patient also states not being able to walk long distances without feeling pain and the right leg swelling, as well as anxiety. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without procedural films for review, the filter tilt reported could not be confirmed. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with the anatomy of the vessel, specifically asymmetry and tortuousness. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Swelling of the legs, blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Anxiety and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received, it will be provided. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by legal brief, the patient underwent placement of trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: tilt of the ivc filter, thrombosis, and perforation of filter struts. As a direct and proximate result of these malfunctions, patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.